Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose level remained in range. The customer reverted to an alternate method of insulin therapy.